Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release came loose, and the patient experienced high blood glucose level. The patient was able to lock it back in place. This happened on the day of this report and a month before this report. No further information available.